Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. During the evaluation, wear was noted on the device. A conclusive root cause of the event could not be determined.

Event description:
It was reported that during a total knee arthroplasty on (B)(6) 2016 the slot for the slap hammer fractured while it was being removed from the patient. There was no patient injury or delay in procedure.